Event description:
Pt had a renal transplant on (B)(6) 2016. Pt presented to the ed on (B)(6) 2016, from an outside hospital with CT showing retroperitoneal hematoma. Pt underwent surgery to correct an apparent bleed from the iliac artery anastomosis. This resulted in the loss of the transplant allograft. Culture of the iliac artery at the time of surgery grew 4 plus pseudomonas aeruginosa. We were notified by (B)(6) on (B)(6) 2016 that the pt's transplanted organ had been perfused with sps-1 solution lot # pbr-0074-330 expiration 07/01/2018 and/or lot # pbr-0060-392 expiration 06/01/2018. Therapy start date: (B)(6) 2016. Used to preserve or perfuse an organ.